Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. The device was not received for evaluation. Picture evaluation confirmed the complaint allegations. The most likely cause of the reported failure is a patient-specific event and/or inadequate anchoring technique. According to dfu-0131 at revision 2. D. Adverse effects. 1. Infections, both deep and superficial. 2. Allergies and other reactions to device materials. 3. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed and / or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above listed risk conditions but can also be caused by inadequate anchoring technique (see below). 4. Dislocation, subluxation, or inadequate scope of movement as a result of failure to achieve optimum positioning of the implant. 5. Bone fractures as a result of one-sided overload or weakened bone substance. 6. Temporary or permanent nerve damage as a result of pressure or hematoma. H. Factors and risks impacting the safety and service life of the implant 1. Patient weight. An overweight patient may present additional risk. 2. Extreme stress or strain resulting from work or sport related activity. 3. Patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient¿s risk for trauma, including falls. 4. Osteoporosis or osteomalacia. 5. Exposure to infectious diseases with possible manifestation in the joints. 6. Deformation of the operative site, which can prevent or impede anchoring of the implant. 8. Allergic reactions to implant materials.

Event description:
It was reported that a glenoid component removal had to be performed as a revision surgery due to an aseptic loosening of the device. No further information received. Udate avoe 31-mar-2021: further information was received. X-rays and pictures were provided containing the part- and lot-no. Of all involved devices (ar-9105-01/lot 1246018, ar-9301-02/lot 2501252307, ar-9300-41cpc/lot 2501241206, cd-9341-16/1242003), which were primary implanted on the (B)(6) 2013. The date of incident was confirmed to be the (B)(6) 2021 although the patient has experienced the correspondingly large burden on her shoulders already for many years, but did not present for follow-up until 2021, when she decided to have the operation. During the revision a filling with bone substitute cerament (hemi) was performed to treat the patient.